Event description:
The customer reported that while the unit was in use monitoring patients along with telepacks and passport 2's at the bedside, the central displayed a blue screen. No patient injury was reported.

Manufacturer narrative:
The company representative replaced central station tower. The central was returned to the datascope national repair center, where it was determined that the hard drive had failed. The hard drive was replaced. The central is being returned to the customer.